Manufacturer narrative:
The reported event was not duplicated during the device evaluation. Upon inspection, the sag head was found to not lock into any indexing position and the device was found to have a loose flat pin. This was a stryker loaner handpiece, so the device was repaired and placed back in to stryker stock.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the device was leaking an unknown substance. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.